Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fifth firing for thoraco/lobectomy, they connected reload to adapter, the display screen showed reload cycle test indicator as usual, however the calibration was not performed. The surgeon pushed the center control buttons ,however could not open and close the jaws. Pushed the rotation control, however could not rotate the jaws. Re-connected the cartridge to the adapter over and over again, however the same events occurred. As a trial, they removed the cartridge from the adapter ,then pushed the rotation control, however the device did not react at all. Then ,at the unclean field, the sales rep re-connected the cartridge from the adapter, the device reacted normally. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient: no problem.